Event description:
A customer reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion event. There was no adverse impact on the customer¿s blood glucose level. The occlusion issue was resolved by loading a new cartridge, and the customer did not request any further assistance, prompting technical support to close the case.